Event description:
Pt undergoing cardiac catheterization on 4/01. Intra-aortic balloon pump inserted into left femoral artery. Upon insertion, the sheath snapped in two. Pt began bleeding from the site. Pt became hypotensive. Given IV fluids, blood, and dopamine. Pt intubated. Bleeding controlled with placement of a 10fr sheath. Pt transported to the ICU. Blood pressure stabilized.

Event description:
The product was not released to datascope for evaluation.